Event description:
Per the clinic, the patient experienced intermittencies and sudden loss of connection to the internal device. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. (B)(4).